Manufacturer narrative:
Date of event: exact date unknown, event occurred 10 years ago. Explant date: 10 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2208-50 serial: (B)(4). Batch: 203289/203802.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith efforts.